Event description:
A distributor in (B)(6) reported that two rt200 adult dual heated breathing circuits would not heat and caused the humidifier to alarm. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the two returned complaint breathing circuits were visually inspected and a heater wire resistance test was carried out, using a multimeter. A continuity test was used to locate the break in the heater wire. Results: the visual inspection revealed no visible damage to the two complaint breathing circuits. The heater wire resistance of the two inspiratory limbs were found to be open circuit. The continuity test revealed the location of the open circuit to be in the connection between the heater wire and the heater wire pin inside the overmolded plug. A lot check revealed no other similar complaints for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).